Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.50 x 9 mm maverick balloon. An unknown stent was placed in the lad and a 2.75 x 12 mm taxus express2 drug eluting stent was advanced to the lad, but was unable to cross previously placed stent. Consequently, the stent was never deployed. Upon removal the stent tip appeared bent. The physician successfully completed the procedure with another 2.75 x 12 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."